Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.

Manufacturer narrative:
Device was returned by customer to the manufacturer but device was lost by manufacturer before investigation could be completed. Manufacturer is unable to locate the device, so no investigation of the device can be performed.